Manufacturer narrative:
Attempts were made to gather additional information regarding this event but none was available. This record will be updated if additional information becomes available.

Event description:
It was reported that the physician was unable to complete an interrogation of this implanted device, despite the programmer having compatible software. No adverse patient effects were reported. Evidence reasonably suggests that the implanted device remains in service.